Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2018]: instrument and suction channels: unspecified microbes (15 cfu/100ml); [second time; (B)(6) 2018]: instrument and suction channels: unspecified microbes (16 cfu/100ml); instrument channel: unspecified microbes (56 cfu/100ml); and suction channel: unspecified microbes (50 cfu/100ml). The device had been reprocessed with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the device to a third party laboratory for microbiological testing. The additional microbiological testing indicated no microbial growth for the all channels of the device. Therefore, the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.